Manufacturer narrative:
Investigation results: no abnormality is found on process, and no similar complaints have been received from other hospitals about this batch of products. As the defect status of the complained sample cannot be identified, the root cause of this complaint cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 24gax0.75in mz prn slm npvc adapter / connector defective / damaged on (B)(6) 2020, while treating a patient for an anal fistula, a nurse at our hospital discovered a crack at the connection point of a closed-system intravenous catheter. Upon detection, the nurse promptly replaced the device with a new product from the same batch manufactured by the same company and continued the treatment. The incident did not adversely affect the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.